Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. No sample returned.

Event description:
The following was alleged by the patient's attorney. On (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 2 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, adhesions, pain and scar tissue. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2010: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2009 - patient was diagnosed with direct right inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #1) per operative notes, "the cord structures were dissected free at the level of pubic tubercle. A large complete direct hernia encompassed the entire floor of inguinal canal. The hernia sac was dissected circumferentially free and reduced in retroperitoneal space, the floor of inguinal canal was repaired with bard flat mesh (device #1) sutured to lateral edge of transversus abdominis. The tails were sutured lateral to internal inguinal ring." (B)(6)2010 - patient was diagnosed with large left inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #2). Per operative notes, "a large sliding hernia was noted to the anterior medial aspect of the cord. The cord structures were separated from hernia sac. The sac contained portions of large and small intestine; it was reduced back into peritoneal cavity. The sac was freed and the mouth of the sac was sutured. The defect was closed with a bard mesh (device #2) sutured to pubic tubercle." (B)(6)2013 - patient was diagnosed with recurrent large left inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #3). Per operative notes, "the hernia sac was seen and dissected from surrounding tissue and freed from spermatic cord. The previous mesh (device #2) was seen at the internal ring, it was enlarged. The external oblique muscle was densely adherent to the mesh (device #2). Another piece of bard flat mesh (device #3) was placed, overlapped around the spermatic cord and sewn into the place of scar tissue." Attorney alleges that the patient had adhesions, hernia recurrence, pain and revision surgery.